Manufacturer narrative:
(B)(4). The product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). The actual broken needle part with needle point and the actual broken needle part with attachment end with thread still attached were returned for evaluation. The needle shows a fracture in the area one-third of the distance from the attachment end. During visual inspection under a microscope several heavy marks of instrument were especially found in the attachment area and directly at the breakpoint which indicates that the needle was handled there. The breakpoint shows no material or manufacturing defects. The appearance of the breakage indicates that the material was overstressed during use (first bent up and then breakage).

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2014 and suture was used. During the procedure, the needle broke off at first pass. Another like device was used to complete the procedure with no adverse patient consequences.